Event description:
The customer reported getting error messages for aux alarm supply failed, blower stalled and low inspiratory pressure. The ventilator was being set up for use in respiratory. No patient harm reported. The customer states he was able to turn the ventilator on and run for two minutes then he got the error message blower stalled and aux alarm supply failed. The remote service engineer (rse) advised the customer that for the blower stall error, the recommended action is to verify the blower is connected to the motor controller board, verify the blower rpm monitor increases above 3000 rpm when the pressure controller is set to a value above 0 cmh20. If blower rpm does not increase above 3000 rpm replace one of the following to re-establish the tachometer signal. Replace the blower. Replace the mc pcba. The customer replaced the motor controller board to resolve the issue.